Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing.

Event description:
Patient reported a left side rupture; device remains implanted. This medwatch is for the left side. See MFR # 9617229-2017-00663 for the right side.